Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a 94-year-old male patient underwent mechanical thrombectomy of a middle cerebral artery (distal m1 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/21e091av) and embovac aspiration catheter (ic71132ca/30541397) and experienced a hemorrhage during the procedure. The patient did not experience any clinical symptoms due to the bleed. The paralysis that was present at baseline subsided. In the opinion of the treating physician, the m2 and the blood vessel were severely tortuous, and the target thrombus was hard, so the patient would have had bleeding ¿if other stent was used¿. The mechanical thrombectomy was performed approximately 12 hours after stroke onset. Concomitant devices included a trak 21 microcatheter (stryker), 8f optimo balloon guide catheter (tokai medical), and a chikai 14 guidewire (asahi intecc). When imaging was performed, the thrombus was scattered in several areas. It was stated that this may have been caused by the concomitant trak 21 microcatheter as it crossed the lesion. There was thrombus at the m2 segment, so the embotrap was deployed from the distal m1 to the m2. After deployment, the embovac catheter was guided with the stent as an anchor to reach the proximal end of the thrombus. The devices were removed as a unit. The physician used the same method to retrieve thrombus in another branch. These two passes resulted in a final tici score of 3 (complete perfusion). The physician reported a small amount of bleeding on subsequent imaging. Additional information received indicated that anonymized procedural imaging/films is not available for review. Medical intervention (unspecified) was administered for hemorrhage control. There was no prolonged hospitalization due to the event. The device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage secondary to vascular injury is a well-known potential complication associated with the use of the embotrap ii and embovac in mechanical thrombectomy procedures. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are patient and procedural factors including vessel characteristics (i.e., severe tortuosity), clot burden/characteristics, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event. There is no indication that the devices malfunctioned or that it is related to the device design or manufacturing process. The cerebral hemorrhage is considered a serious injury and the relationship of the embotrap and embovac to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a (B)(6) male patient underwent mechanical thrombectomy of a middle cerebral artery (distal m1 segment) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/21e091av) and embovac aspiration catheter (ic71132ca/30541397) and experienced a hemorrhage during the procedure. The patient did not experience any clinical symptoms due to the bleed. The paralysis that was present at baseline subsided. In the opinion of the treating physician, the m2 and the blood vessel were severely tortuous, and the target thrombus was hard, so the patient would have had bleeding ¿if other stent was used¿. The mechanical thrombectomy was performed approximately 12 hours after stroke onset. Concomitant devices included a trak 21 microcatheter (stryker), 8f optimo balloon guide catheter (tokai medical), and a chikai 14 guidewire (asahi intecc). When imaging was performed, the thrombus was scattered in several areas. It was stated that this may have been caused by the concomitant trak 21 microcatheter as it crossed the lesion. There was thrombus at the m2 segment, so the embotrap was deployed from the distal m1 to the m2. After deployment, the embovac catheter was guided with the stent as an anchor to reach the proximal end of the thrombus. The devices were removed as a unit. The physician used the same method to retrieve thrombus in another branch. These two passes resulted in a final tici score of 3 (complete perfusion). The physician reported a small amount of bleeding on subsequent imaging. Additional information was received on 09-nov-2021 indicating that the event date was (B)(6) 2021. Anonymized procedural imaging/films is not available for review. Medical intervention (unspecified) was administered for hemorrhage control. There was no prolonged hospitalization due to the event. No further information could be obtained.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2021-00577. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.